Event description:
It was reported that the display shows stripes and the color is fading. Additional information received indicated that there are lines on the display and the color goes away slowly. The lines are obstructing the values, however, the values do appear are functioning as designed during alarm conditions. The device is still able to engage in monitoring activities under this condition. No known impact or consequence to patient.

Manufacturer narrative:
The product has been returned to masimo for evaluation. When the investigation is complete a follow up report will be submitted.

Manufacturer narrative:
The returned device was evaluated. During evaluation the unit was able to power on, however, lines and discoloration were observed on the display. The measurements are visible, but they are difficult to read. The lcd was replaced and the unit functioned as designed. A service history record review reveals that this unit was in the field for over three (3) years with no previous reported issues prior to this reported event.